Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting a decrease in right ventricular (rv) pacing impedance that reached low out of range impedance measurements. A decrease in sensing amplitude was also noted. Technical services (ts) was consulted and recommended system testing. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting a decrease in right ventricular (rv) pacing impedance that reached low out of range impedance measurements. A decrease in sensing amplitude was also noted. Technical services (ts) was consulted and recommended system testing. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and both right ventricular (rv) lead and right atrial (ra) lead have been explanted due to noise and high impedance. The rv lead was replaced. No additional adverse patient effects were reported.